Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply unit. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power unit. The last patient ot use this charger/modem did not report any deficiencies.